Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an oophorectomy, the bag breaking. Experienced surgeon indicates the bag is breaking when attempting to close. Current patient status is unknown. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. A new one was opened to correct the situation.